Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 11151, 0001825034 - 2017 - 11152, 0001825034 - 2017 - 11153, 0001825034 - 2017 - 11154, 0001825034 - 2017 - 11156. Medical devices: femoral head,unknown part/lot, acetabular liner, unknown part/lot, femoral stem,unknown part/lot, acetabular cup, unknown part/lot, 11-302142 arcos lateral troch lot 398520. Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient was prescribed antibiotics for 11 days to address wound drainage post-primary hip replacement. The outcome was considered resolved. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: regen/rnglc+ multi 56mm sz 24, catalog#: pt-106056, lot#: 360640; 32mm mod head cocr +3mm neck, catalog#: 163670, lot#: 00j3235778; arcos 17x190mm spl tpr dist ha, catalog#: 22-300917, lot#: 504230; arcos lateral troch bolt 42mm, catalog#: 11-302142, lot#: 398520; arcos con sz a std 70mm ha, catalog#: 22-301321, lot#: 013730; unknown screw, catalog#: ni, lot#: ni; unknown screw, catalog#: ni, lot#: ni; ringloc-x e1 h/w, 54/32mm 24 catalog#: ep-053254, lot#: 3276013. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event has been previously reported in 0001825034-2015-01574 with notification date (B)(6) 2015. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11151; 0001825034-2017-11152; 0001825034-2017-11154; 0001825034-2017-11156; 0001825034-2018-00981; 0001825034-2018-00985; 0001825034-2018-00988.